Event description:
Surgeon was using a super stiff wire to place a flexible ureteroscope into the kidney. When she was done with the ureteroscopy, she took the wire off the back table to use again. She noticed the end of the wire had broken. This wire has an outer sheath and an inner hair thin wire. She attempted to re-approximate the thin wire piece to ensure all bad been removed. It appeared this was the case, but it is hard to stretch the wire so cannot be 100% certain. Because the wire broke, she replaced the ureteroscope into the kidney and looked carefully in kidney and ureter- no signs of any retained fragments. She also looked carefully in the bladder-no signs of retained wire. The only hesitation she has in saying there is zero chance of retained fragment is that the nature of his prostate (enlarged and oozes immediately) and the surgery, there is a moderate amount of blood and small clots in the bladder. This inner wire is so tiny that it is conceivable (though exceptionally unlikely) that the wire was trapped in a small clot and thus not visible. Multiple x-rays were taken but she suspects it is too fine of a wire to be radio opaque.